Manufacturer narrative:
Investigation confirmed that sensor showed a value as expected but then displayed an error shortly after. Sensor scrapped to prevent future clinical use.

Event description:
User reported that a bubble was detected without the presence of air. There was no patient harm, but this type of event is considered reportable since it causes a pump stop.